Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device change, impedance on the right ventricular (rv) lead was greater unipolar than bipolar. Trend data indicated that the impedance had diminished over time to low impedance in both polarities. The rv lead was capped and replaced,. No patient complications have been reported as a result of this event.